Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release criteria. Where product retain sample testing was completed, all chemical and biocidal performance criteria were effective against microbial challenges as required.

Event description:
Civil complaint claims use of unspecified renu lens solutions. In 2006, consumer's left eye became red. He was seen by an ophthalmologist who diagnosed herpes and prescribed boloptik. Without improvement, consumer was referred and was prescribed an unspecified medication that did not improve his condition. Consumer called an ophthalmologist who referred him to another hcp. Hcp saw consumer and determined he was a candidate for a corneal transplant. The consumer also developed cataracts. Consumer was once again referred and underwent a corneal transplant os seven months later. The complaint claims the consumer lost vision in his left eye, cataracts were corrected, and he has been diagnosed with glaucoma. No medical documentation was provided.